Manufacturer narrative:
Concomitant medical products: product ID a810, serial# unknown, product type software. Section information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient had a refill 3 months ago and the healthcare provider forgot to update the reservoir volume and the pump was alarming lra (low reservoir alarm) and empty reservoir.